Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The IFU contains the following statements: ¿confirm that the video connector of the videoscope is not damaged.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It is considered that the malfunction phenomenon occurred due to abnormal communication between the scope and the device when the terminal inside the video-connector socket buckled. It is inferred that terminal buckling was caused by the scope used in the combination and occurred in the following order. · when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. · the terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The results of the evaluation were able to confirm the events described in the complaint. The evaluation was able to confirmed that the video port is not working correctly and specifically there was no image available when connected. Further evaluation identified that a pin inside the video connector was bent. A follow-up report will be submitted if further investigation identifies any relevant relevant information associated with the complaint. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting

Event description:
It was reported from the customer that the video port is not working correctly. The reported event was confirmed thru evaluation that the video port was not working correctly as there was no image available when connected. A subsequent update to the complaint was documented indicating that the patient or other persons were not affected by this event.